Manufacturer narrative:
Additional information was received that the patient underwent the ipg replacement procedure and was reportedly doing well. The explanted ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was confirmed. The sleep current was slightly out of the expected range. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
The patient reported frequent charging of the ipg. A database analysis was done and premature battery depletion has been confirmed. The physician will replace the patient's ipg.

Event description:
The patient reported frequent charging of the ipg. A database analysis was done and premature battery depletion has been confirmed. The physician will replace the patient's ipg.